Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated they were connected to the mobile power unit (mpu) at the time of these low voltage alarms. The patient endorsed an accidentally brief disconnection from wall power, causing an external power disconnect around the time of the low voltage alarms.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a loss of external power event while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted log file data spanning approximately 1 days (13jun2022 ¿ 14jun2022 per the timestamp). The log file captured a loss of external power event on 14jun2022 from 04:31:17 to 4:33:54, from 4:34:28: to 4:34:31, from 08:57:25 to 08:57:31 and from 08:57:33 to 08:57:37. During these times, there were low voltage hazard alarms, power cable disconnect alarms, and no external power alarms. The alarms activated due to the rsoc and bus voltage measuring below the expected voltage threshold. At this time, the rsoc voltage measured as low as approximately 0 volts and the bus voltage measured as low as approximately 1 volt. The alarm resolved on its own when the rsoc and bus voltage were restored to their expected voltage threshold and external power was restored. The pump speed was not affected by the alarms. The loss of external power events are consistent with the patient accidentally disconnecting from wall power, causing an loss of power event around the time of the low voltage alarms; however, the root cause for all the alarms is unknown as they span several hours. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power , if the mpu was exchanged/will be returning for analysis; however, no response was given. Additional information stated that the patient states he is connected to the mpu at the time of these alarms and he endorsed an accidentally brief disconnection from wall power, causing an ex power disconnect around the time of the low voltage alarms. The root cause of the reported event could not be conclusively determined through this analysis; however, the brief disconnection of ac power at the outlet could have contributed to the event. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.